Manufacturer narrative:
Product recall initiated on august 21, 2007.

Event description:
The pt had acl surgery in 2007. After surgery the pt had discomfort and questions regarding stability. Four months later, the pt had some hardware removed. After that, the pt had a seroma beneath the skin. The pt was required to have additional surgery in 2008 for the removal of the calaxo bioabsorbable screw.